Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose level was in the 400's mg/dl range. The occlusions were resolved by reconnecting to the infusion set site, performing an infusion set change or performing a complete supply change.